Manufacturer narrative:
Additional information was received and it was learnt that the surgery occurred in a location different from the one initially provided. Therefore the following fields were updated: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: not applicable, a lens was not implanted. If explanted; give date: not applicable, a lens was not implanted. (B)(6). Secondary surgical intervention or lens implant. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a vitrectomy was performed; however, it was not stated at what point in the cataract surgery this was performed. Reportedly, the patient was left aphakic as the lens did not stay stable. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 10/05/2018. Device returned to manufacturer? Yes. Device evaluation: the ar40e intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that one haptic was detached and the other haptic was distorted. The detached haptic was not returned. Residue of viscoelastic was observed on the lens. The lens was observed with a cut in the edge area and a chipped edge. The customer's reported complaint could not be verified. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.